Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead was dislodged and exhibited loss of capture and noise. The lead was repositioned on (B)(6) 2013.